Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device was not identifying the paddles and requested the operation test. The device was not passing the operation test. There was no reported patient or user involvement and no adverse patient/user impact.